Event description:
Customer reported that the touchscreen was intermittently unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer chose not to pursue troubleshooting, and no additional information was received regarding the outcome of the event.